Event description:
On 16-mar-2026, a sales representative reported via email that the flipcutter iii drill included in the ar-1288rtt2-fc3 fibertag tightrope ii with internalbrace experienced an issue during an acl procedure. While drilling the femoral tunnel, the surgeon started drilling into bone, then retracted the flipcutter. Approximately halfway down the tunnel, the flipcutter fractured at the tip of the shaft, not at the cutting arm. All fractured components were retrieved from the patient¿s knee. A new flipcutter was opened, and the procedure was completed using the implants from the kit. No patient harm was reported. Additional information was received on 23-mar-2026: the case was completed using an ar-1204ff flipcutter iii drill and the tightropes from the initial system. The case was not delayed, as an additional flipcutter was available, and the surgeon was able to retrieve the broken pieces without difficulty. Bone quality was reported as good. No additional anesthesia was administered, and no adverse effects were reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.